Event description:
It was reported that during the implant procedure that the atrial connector set screw could not reconnect the lead. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection it was noted that the grommet had been damaged and the and the set screw was disengaged from the socket and embedded in the underside of the grommet.